Manufacturer narrative:
E1 phone number originally communicated as (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the biomedical engineer called the heartline stating that the console gave a motor error message but did not know which message specifically.